Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases, curved opening on the anterior and yellow particles on the outer side of device. Leak test and microscopic analysis were performed which identified: sharp opening on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on the anterior side (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "patient¿s concern with the product" and deflation. Device remains implanted. This record is for the right side.